Event description:
In 2008, the lay user / patient contacted the lifescan alleging that she was unable to code the onetouch ultra2 meter. The complaint was classified based on the customer care advocate's (cca) documentation. The medical affairs specialist (mas) was unable to correspond with the patient by phone. The mas mailed a letter to the patient eleven days after the contact. The patient stated that the issue with the meter first began on original date at 4:30am. During that time, the patient was reportedly unable to code the meter. The patient reportedly experienced symptoms of "shakiness" after the reported issue began. She was not tested on any other meter. The patient reportedly took no diabetes treatment actions following the issues and did not receive/ require any medical treatment or intervention for the diabetes. When the cca walked the customer through the troubleshooting, the issue was resolved. This complaint is being reported because the patient alleged that she experienced symptoms suggestive of hypoglycemia, after she was unable to code the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.